Manufacturer narrative:
A product development event evaluation was conducted. The driver tip fractured into the locking cap due to the torque exceeding the strength of the driver. The failure of the driver shaft occurred during the attempted removal of the locking cap. This handle is not to be used to remove locking caps. The torque limiting handle along with the driver shafts mentioned in the matrix technique guide are supposed to be used during the loosening of locking caps.

Event description:
Surgeon was performing a post lumbar spinal fusion revision to extend existing fusion; patient originally fused at l4-l5 and hardware was placed. It is unknown why revision was performed. During the revision surgery to extend the fusion, the tip of matrix t-handle broke. The surgeon cut one rod to remove the rod. In total, two rods, one screw and four caps were removed and replaced. The removed screw contains the tip of the broken t-handle; no fragments were left in the patient. This is 6 of 8 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.